Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6(b), h6.

Event description:
Patient reported right side capsular contracture, baker grade IV and seroma late. Patient was underage at the time of implantation. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: seroma-late.

Event description:
Patient later reported "late seroma."

Event description:
Patient reported "capsular contracture diagnosed via ultrasound" and recall. Patient later reported "capsular contracture grade IV." Patient underage at the time of implantation. This record is for the right side. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture baker grade IV.